Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had become nonresponsive while at home. Emergency medical services (ems) and the emergency room (ER) brought him back with life support. There were no abnormal events or alarms on the history log of the system controller. Additional info was received 3 days later stating that support was withdrawn on (B)(6) 2012 and the pt expired. The lvad pump will not be returned due to the pt's family request.

Manufacturer narrative:
The MFR was advised that the lvad pump will not be explanted due to the request made by the family. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.